Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the device failed power on self-test (post) and unable to pass extended self-test (est). The se replaced the inspiratory flow module printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the measured tidal volume on a 980 ventilator was fluctuating and did not look to be correlating with the patient chest rise. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.